Event description:
.

Manufacturer narrative:
The event was reported via maude event report (B)(4). The pt has retained an attorney. If additional information is provided, the results will be submitted in a supplemental report.